Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a bmc steerable sheath (sureflex) and nrg rf needle were selected for use during an ablation procedure. The tip of the nrg rf needle broke when using the rf needle. It passed through the foramen ovale without energizing, so it was completed without energizing. Additionally, when using sureflex during pre-mapping, the hemostatic valve seemed to fail or blood began to leak, thus the device was replaced. No patient complication was reported. The procedure was completed successfully. The devices are not expected to be returned for analysis. It was further informed that the nrg needle was able to cross the foramen ovale without performing energization (radio frequency was not delivered). No alert or error was reported. Since the procedure was able to be completed without energization, rf was not delivered. Additionally, the leak was identified when using sureflex during pre-mapping, blood began to leak from hemostastic valve (slow drip). It appears that the leak was coming from the hemostatic valve. No fluid was leaking from the distal or proximal end of the handle. Blood was noted leaking, which stopped using the device (sureflex). No leak air was reported. No air was seen in the patient. The flow rate was max 15ml/minute. There were no damage to the luer noted. The syringe was securely attached to the handle luer. Tool or device in place when the leak occurred was a non-boston scientific octaray 2mm space mapping catheter. A non-boston scientific octaray 2mm space mapping catheter had been inserted into the sheath prior to/during the leakage.